Event description:
The reporter called lifescan in 2005 and alleged that the user's meter was prompting a clean test area message. Lay user/patient originally stated that she was treated by a medical professional, however, after furhter discussion with the lfs customer service representative; the lay user/patient stated that she did not seek any medical attention.lay user/patient cleaned the meter and retested her blood glucose, but the issue was not resolved.